Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file and unable to perform off no power test, a21 error test, occlusion test, no delivery test due to motor error alarm however, the insulin pump passed rewind, idle current, run current, self-test, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm since 6 am today on the insulin pump. Customer stated that the pump received a motor error alarm when they put in the reservoir this morning. Customer was about to prime the tubing when the motor error alarm came up. Customer's blood glucose was 4.1 mmol/l at the time of the incident. Customer stated that the drive support cap appears normal. Customer stated that she also had a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.